Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was put in with very high frequency. Was turned down on (B)(6) 2023. Nothing changed. The patient stated they think they have nerve damage from the length of time on high frequency. They are still in pain. It was also reported that the patient's car accident was in (B)(6) 2018, before their current implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports the cause of the issue with the device was determined to be the settings were too high and the unit was to be turned down on march 24th. They stated they had been in pain for 2 months. Device removal or replacement was planned, but they didn't know when.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said they have tried every setting high and low. Patient said they have pain in the rectum and want to turn stim off. Patient said the hcp can't see them still 01-mar-2023. Reviewed how to turn stim off. Patient said when stim is off they can still feel stim. Patient said they are going to a new dr. Patient said it has been days of having stim at 0 and they still feel stim. Patient said the new dr wants to replace the device because they think something is wrong. Patient said they have tried every program and it either hurts in the vagina or the rectum. Patient mentioned they were in a car accident, pss neglected to ask when.

Event description:
Additional information was received from the patient. They reported that they assumed something was going on with the last two devices and that when they got their second one, they put a lead on the left side and it was still there. The patient stated they still had the nerve damage when they would "move or stretch.".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel disfunction. They reported that they were having an issue with the device. They started bladder physical therapy in (B)(6) 2022. The patient said the physical therapy had been getting a little more intense. The patient said within the last 2 weeks they had been having a lot of pain in the vagina. The patient said when they turned the stim up the pain got worse. They said the minute they turned stim on they could feel it. They said the wire was in place. Reviewed how to confirm stim was off. The patient's stim was off and they still had the pain. They said their bladder was so bad they could only eat 5 things and couldn't take any meds. The patient's device was implanted for interstitial cystitis (ic). They said when they did the surgery they could only take the pain meds and antibiotics for 2 days because their bladder felt like it was in a blender. They stated they had high blood pressure and was not able to take meds. They said they were just worn out from this. The patient was going to be seeing a different physician because their doctor said there was nothing else they could. The patient stated they cried every day and said this had been going on for 8 years and was getting worse. The patient was r edirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they had tried every setting high and low. The patient said they had pain in the rectum and wanted to turn stim off. The patient said the healthcare provider (hcp) couldn't see them still (B)(6) 2023. Reviewed how to turn stim off. The patient said when stim was off they could still feel it. They said they were going to a new doctor and said it had been days of having the stim at 0 and them still feeling it. They said the new doctor wanted to replace the device because they think something was wrong. The patient said they had tried every program and it either hurt in the vagina or the rectum. The patient also mentioned that they were in a car accident. Additional information was received from the patient. They reported that this issue had not yet been resolved. Additional information was received from the patient. They reported that the cause of the issue with the device was not known. They stated that the most likely cause was that the settings were way to high. When asked about the stimulation still being on after programming it off they stated that the cause was not known but also likely due to the settings being too high. When asked what steps were taken to resolve the issue they stated that the unit was to be turned down on thursday, march 24th. They stated that more manufacturing representative were needed to have the units turned down and that no one should have to wait two months in pain. They stated that the issue had not yet been resolved and that removal or replacement was planned but did not yet have a date. Additional information was received from the patient. They reported that they had an appointment scheduled for (B)(6) 2023. They reported that the device was put in with very strong frequency. It was turned down on (B)(6) 2023, but nothing had changed. They thought they had nerve damage from the length of time they had it on the high frequency. They noted that they were still in pain. They noted that device removal was not planned. When asked for more information on the car accident they stated that it was a fender bender and was not bad. The accident occurred in october of 2018 when they had their old device. They noted that everything was fine at that time. Additional information was received from the patient. They reported that they had the worst experience with the new model of the interstim. They had one doctor put it in and had terrible, severe rectal and vaginal pain. They went to new doctor and they replaced it. Additional I nformation was received from the patient. They reported that they assumed something was going on with the last two devices and that when they got their second one, they put a lead on the left side and it was still there. The patient stated they still had the nerve damage when they would "move or stretch." Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had a history of nerve damage and they had already discussed this with the patient. They stated that it was unlikely that the device would have caused the nerve damage. The nerve damage was reportedly not caused by the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are having an issue w/ the device. Patient started bladder physical therapy in (B)(6) 2022. Patient said the physical therapy has been getting a little more in tense. Patient said within the last 2 weeks they have been having a lot of pain in the vagina. Patient said when they turn the stim up the pain gets worse. Patient said the minute they turn stim on they can feel it. Patient said the wire is in place. Reviewed how to confirm stim was off. Patient's stim was off and they still had the pain. Patient said their bladder is so bad they can only eat 5 things and can't take any meds. Patient's device was implanted for ic. Patient said when they did the surgery they could only take the pain meds and antibiotics for 2 days because their bladder felt like it was in a blender. Patient has high blood pressure and is not able to take meds. Patient said they are just worn out from this. Patient is going to be seeing a different physician  patient said this has been going on for 8 years and is getting worse. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue